Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing, synced cardioversion testing, and bench handling without duplicating the customer's report. The returned pads were stuck together and unable to be investigated without damaging the product. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient was placed back on the 4-12 lead cables. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.